Event description:
It was reported that the minicap transfer set was leaking fluid and could not be stopped even when the clamp of was closed. No patient injury or medical intervention was indicated in association with this report. No additional information is available. This is report 1 of 2 for this event.

Manufacturer narrative:
(B)(4). The device has been received. A review of all batch record documents for lot number h13a15043 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon completion of baxter's investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Visual inspection found the occluder feet to be broken on the device, but found no signs of over-torquing that would damage the occluder feet. Leak testing, clear passage testing, and clamp function test performed with no issues noted. A root cause could not be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.